Event description:
The patient's one touch ultra meter was reported in 2004 to having power issues. They had to be taken to the emergency room since they were unable to test on their meter. Medical affairs specialist had called in 2004 and left a message for the reporter, but there was no response back. A letter will be sent to them. Based on the initial information provided, it was verified that the patient was using the correct test strips and the batteries were in good condition. They were last replaced less than a year ago and were installed correctly. The last time that they were able to test on the meter was the day before, 2004. The meter still would not turn on when the power button was pressed. Therefore, the power issue was not resolved with troubleshooting. They had to be taken to the ER since they were complaining about their ears and they "looked funny". It is unknown if they were tested on their meter prior to going to the ER. It is also unknown as to what the ER meter result was, and what treatment, if any, they received there. There is no further clinical information provided. Due to the insufficient information, it cannot be concluded that the meter malfunction contributed to any event. This case is reported as a meter malfunction since the power issue was not resolved.